Event description:
During a carpal tunnel release procedure with the carpal tunnel relief kit, green coating from the surface of the instrument was seen in the wound. Rptr called the co to discuss the problem with them. They have not responded to rptr's questions.